Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a arctic sun device that was failing the calibration for an error 2 (pre-warm inlet pressure error), expected -7.0 and actual -1.94, the inlet pressure in manual control was -7.0 but as soon as they connect a shunt or calibration test unit (ctu) the inlet pressure goes to -2.0 indicating a possible air leak somewhere. Per additional information received via email on 26jun2024, it was reported that biomed called mis helpline on 25jun2024 and stated they getting a calibration error on their device and was having flow/air leak issues. They spoke with ts prior and decided to first try replacing the manifold assembly. Biomed states they had now replaced this part but is still having the same issues and wanting to confirm the next option.

Event description:
It was reported that biomed had a arctic sun device that was failing the calibration for an error 2 (pre-warm inlet pressure error), expected -7.0 and actual -1.94, the inlet pressure is ok in manual control -7.0 but as soon as they connect a shunt or calibration test unit (ctu) the inlet pressure goes to -2.0 indicating a possible air leak somewhere. Per additional information received via email on 26jun2024, it was reported that biomed called mis helpline on (B)(6) 2024 and stated they getting a calibration error on their device and was having flow/air leak issues. They spoke with ts prior and decided to first try replacing the manifold assembly. Biomed states they had now replaced this part but is still having the same issues and wanting to confirm the next option.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The root cause of the calibration error 2 received by the customer cannot be determined as the error could not be duplicated during a calibration check. Device had ctu error 1. The root cause of the error 1 and no bypass flow was determined to be a new manifold installed by the customer had the bypass flow adjust needle turned all the way clockwise (in) cutting off bypass flow. Adjusted the bypass flow to 1800 +- 50 ml/m at 28 degree celsius and -7.0 psi. Replaced both manifold hose clamps (tie wraps)with factory clamps to ensure a better seal to the manifold and prevent air leaks around the hoses. Corrected the routing of the pressure transducer wiring to between the manifold and the upper frame. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The reported event was unconfirmed, therefore DHR review was not required. The reported event was unconfirmed, therefore labeling/packaging review was not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.